Manufacturer narrative:
The suspected device was returned for evaluation. Event log reviewed, found nothing related to the complaint. There was no 12-month service history during the review. Visual inspection had been performed and dented valve, delaminated dso seal found. The dso sensor and seal were replaced. The customer complaint upstream occlusion, the scale meter showing the low values, could not be confirmed. The cause of the reported issue was unable to be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that while doing the upstream occlusion, the scale meter showing the low values. The event occurred during testing.